Event description:
It was reported that the user experienced a sensor pairing failure between a dexcom g7 and the ilet, which was addressed by instructing the user to toggle the cgm selection from g6 back to g7 and re-enter the pairing code, after which the user would call back if needed. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education regarding correct cgm selection and code entry. Investigation of this case revealed a pairing failure consistent with use-related setup or configuration issues related to cgm selection and pairing code entry, with no evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during device pairing.